Event description:
A 44 year old male with malignant solitary plasmacytoma who presented with an impending pathological fracture of the right humerus. The patient was in good health with no preexisting medical comorbidities outside of the severe right arm pain and large lytic lesion in the humerus. An illuminoss implantation procedure was performed and the medullary canal access from the proximal humerus. The balloon catheter was introduced, advanced and infused with liquid monomer. Near the conclusion of the infusion, the patient's systolic blood pressure decrease from 115 mm hg to 65 mm hg and the fraction of inspired oxygen required increase from 62% to 97%. His blood pressure responded to a 10-mg bolus of ephedrine and after his hemodynamic status stabilized, the procedure was successfully completed. Post op the patient remained intubated and require vasopressor support until the next day. His post op chest x-ray did not demonstrate significant interval changes from before surgery. The critical care team diagnosed acute postoperative hypoxic respiratory failure without an alternative cardiopulmonary etiology. The patient's pulmonary function returned to baseline and he was safety discharged on the 4th port op day. The patient underwent adjuvant radiation post therapy and experienced a significant reduction in pain. It was noted that this patient was being treated for an impending fracture so the medullary canal created a closed system.

Manufacturer narrative:
A medical oversight review was held in which the journal article was reviewed. The medical reviewer noted that the two cases in the article are similar with the contemporaneous loss of oxygenation following canal pressurization experienced. The medical reviewer further noted that the suggested element of communication with anesthesia during a joint replacement when the surgeon will be using cement is standard practice because the cement is put down under pressure. The surgical technique guide for humerus 900510_e includes instructions that venting of the intramedullary canal should be considered prior to reaming. Based on the case description in the journal article it does not appear that the user performed any venting of the canal prior to reaming. It is also not explicitly stated in the article if reaming of the canal was performed prior to insertion of the balloon catheter into the medullary canal. The humerus surgical technique guide also states that reaming may help to reduce intramedullary pressurization when the monomer is deployed. If reaming of the canal was not performed, and no vent hole was used, it is possible that this contributed to the hypothesized increase in intramedullary pressure which caused the patient to decline intra operatively. Conclusion: the most likely cause of the patient intraoperative decline and post operative hypoxic respiratory failure was due to an increase in the intramedullary pressure caused by the balloon inflation which resulted in an egress of intramedullary contents into the endosteal vessels and systemic circulation. The lack of the use of a vent hole may have contributed to the increase in intramedullary pressure during the procedure because the fracture was impending, so the medullary canal was a closed system, and there was no avenue for the pressure created in the canal by inflation of the balloon to dissipate. The humerus surgical technique guide does state that venting of the canal should be considered prior to reaming, and it was not likely performed in this case.